Event description:
One needle from two different sutures of 6-0 prolene bv-1 from two different boxes with the same lot number disconnected from swedge during middle of vsd closure on cardiac bypass. The needle separated from the prolene in the middle of a surgical repair. The surgeon had to tie additional suture into a baby's heart. The surgeon requested I contact manufacturer. I have contacted manufacturer and a complaint has been filed. The manufacturer is going to take back the two boxes with the faulty suture. In the cardiovascular or we have 10 additional boxes from the same lot number. Manufacturer response for suture, 6-0 prolene bv-1 multi pack ref m8805 (per site reporter): replacing product.